Manufacturer narrative:
Product analysis: analysis confirmed the reported issue, the touch screen was out of calibration. It was also noted that the stylus enclosure was worn but working correctly. Additionally, the cable bay latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the left half of the programmer monitor was touched with the stylus, there was a two to three centimeter deviation between the stylus tip and the cursor. Stylus calibration did not resolve the issue. The programmer was returned for service. There was no patient involvement.